Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer was admit to the hospital due to hyperglycemia, on (B)(6) 2019, with over 700 mg/dl blood glucose level and treated with insulin shots at hospital. The customer stated that they also experience positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer reported that they feel okay to do troubleshooting. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer alleges that the insulin pump was under delivering because insulin pump had insulin flow block alarm during fill tubing and suspects that the insulin pump did not delivering insulin. Customer also stated that the insulin pump missing lip ring. Customer stated that they performed high-pressure test and test result was no alarm, they repeat the test again but test result was no alarm. Customer stated that they check and replace infusion set and reservoir several times. Customer stated that they run 5 unit fill cannula and insulin did not exit, run high-pressure test and it failed. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind, prime / seating, basic occlusion, force sensor and self tests. The insulin flow blocked alarm functioned properly during the basic occlusion and force sensor tests. We were unable to verify the no delivery alarm/insulin flow blocked alarm during the occlusion test due to a missing retainer. The pump passed the tone check during the self test, but failed the vibrate check due to a corroded vibrator motor and vibrator motor/power connector board. We were unable to perform the displacement, occlusion or displacement accuracy tests due to the missing retainer. We were unable to verify possible under delivery anomaly due to the missing retainer. The test p-cap and reservoir did not lock in place in the reservoir compartment due to the missing retainer. The pump also had a missing reservoir tube o-ring, a scratched case, a faded/peeling serial number label, a stained keypad overlay, a pillowing keypad overlay, a cracked keypad overlay at the select button and a corroded battery tube.